Event description:
Guide wire placed in left coronary artery and balloon angioplasty procedure performed successfully. After the procedure was completed the guide wire was withdrawn, but would not pull back completely into the guide catheter. The entire guide catheter and wire were withdrawn and removed through the femoral arterial sheath. It was noted that the distal portion of the wire was not attached. The wire tip remained in the femoral artery. It was successfully removed with a snare device. The pt sustained no untoward events.